Event description:
Pt was brough to the interventional lab for stenting of the right renal artery. The vessel characteristics are unk. The stent delivery system (sds) was advanced to the target lesion. A negative prep was performed with a 10cc syringe. Upon withdrawl, blood was drawn back into the catheter suggesting a pinhole rupture of the balloon. The sds was removed from the pt and another sds of the same size was used to complete the procedure. There was no injury to the pt.